Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient said their implant site is stinging and hot. They also had to turn the ins off because it was stinging them and it was shock ing/stinging them down both legs. The patient noted that the ins is helping their bladder. As a result of what was reported, the patient was redirected to their healthcare provider (hcp). No further patient complications have been reported as a result of this event.